Event description:
Consumer reports having inaccurate readings for pt when compared to nurse's readings with another meter. Analysis run on clark error grid using competitive reading (242) as ref. Point vs. Bd reading (24) yielded data points in the e range of the grid, outside acceptable limits.